Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. No additional information was provided. Further follow-up with the health professional noted the port was explanted due to an alleged leak.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted an opening on the tapered region of the port tubing with leakage with evidence of surgical-like punctures. The damaged port septum had missing material. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."